Event description:
It was reported that the gastrointestinal videoscope exhibited am e315 and e216 scope communication error during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. Tac asked customer to connect scope again, and at time of call is getting e216 scope communication error. Tac asked customer to power off both the video processor, remove the scope, clean the contact points on the scope with an alcohol prep pad, wait for the scope to dry, reconnect the scope, power everything back up, and observe the result. They are getting the same result. After this, advised trying testing with a different scope, customer went and got another scope. After power cycling the tower with the new scope, the errors went away and they are able to capture with these error messages. Informed that this means that there is something wrong with the first scope, and that it should be taken out of rotation and sent in for repair. Asked if customer wanted to get transferred to repairs line to start the repair order at this time, and customer declined. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.